Event description:
Pt underwent cataract extraction via phacoemulsification when reportedly the unit lost suction. Procedure was prolonged. The pt required additional sutures to close the enlarged wound site. Furthermore, pt sustained damage to the iris.